Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v119992, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The patient had a power on reset (por) condition and saw a call your doctor icon. It was reported that the patient was going to have an x-ray today and when they tried to turn stimulation off they saw the por on the programmer. It was reported that the patient could not feel stimulation. It was noted that the patient was not having symptoms. The patient was having the x-ray and may need an MRI for their hip and it was noted that the tests were not related to their device therapy. Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help.